Event description:
It was reported that the patient was experiencing discomfort of the spinal cord stimulator (scs) system and the patients battery would not hold a charge. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16061017/16061017.